Manufacturer narrative:
(B)(4) date sent: 2/20/2026 d4: batch # a97l2u. Investigation summary the product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the mcm30 device was received with the cartridge cover out of its intended position. In addition, the packaging opened was returned along with the instrument. Due to this condition, no functional testing could be performed to evaluate the reported incident. Eighteen (18) clips were found inside the clip track. It is known from the history of the device that the cartridge cover damaged condition may lead to dropping or ejecting clips. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. Device history review a manufacturing record evaluation was performed for the finished device batch a97l2u number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, it was found that the clip fell off during the procedure. Changed the new one to complete surgery. There were no adverse consequences to the patient. No additional information could be provided.